Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the ultrasound image was defective. The image issue occurred due to peeling adhesive on the acoustic lens. Further testing showed the bending angle for the up direction was out of specifications and the up/down directional knob had excess play. These directional issues were caused by a worn angle wire. Visual inspection identified the following issues: the bending section adhesive was detached and cracked and the ultrasonic probe had missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis lucera ultrasound gastrovideoscope relayed an image that was darkened and abnormal. The device was returned to olympus medical for evaluation. During examination, the ultrasound probe surface was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress caused by dropping or hitting the affected part against a hard surface/object or chemical stress applied during the cleaning/disinfection process. The event can be detected/prevented by following the instructions for use which state: 1) "do not bend the insertion part of the endoscope with strong force. The insertion tube may be damaged." 2) "do not apply impact to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images." 3) "do not grab the ultrasound probe when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained." Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during routine inspection by customer. There was no reported impact to any patient procedure.

Manufacturer narrative:
This report is being filed to provide additional information provided by customer. Updated fields: b5, g6, h10.